Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 05/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: a review of the black box did not find any unexplained ¿loss of prime¿ warnings. The pump powered on normally and successfully completed ezprime steps and 24-hour duration testing with no errors, alarms, or warnings occurring. The force sensor calibration was within specifications. The pump was opened and no defects were found to the force sensor circuit. The complaint could not be confirmed or duplicated on investigation.